Event description:
A report was received from the affiliate indicating that after using an arthroscope that was sterilized in the sterrad nx, the patient experienced oozing and a frothy secretion from the wound site following surgery. The patient's operative site was the right leg. The oozing was treated by replacing the gauze with a new one. There were no antibiotics prescribed. Surgical intervention was not required. Blood work to determine the root cause of the infection was not performed. The secretion was not cultured/analyzed by a lab, physician or medical facility. The physician treating the patient stated that the cause of the secretion was unknown. The sterrad unit was not evaluated following this incident. According to the operating history for the unit, there were no cancellations for some time and the unit was operating normal. The cycle containing the scope completed without any trouble and the color of the chemical indicator changed properly. The account indicated there have been four occurrences of this event since 2008.

Event description:
Customer reported system would intermittently not boot up the first time every morning. No patient injury was reported.

Manufacturer narrative:
It is unknown if the facility followed the device manufacturer processing instructions. The customer reported that the compatibility of the arthroscope and the sterrad nx was not confirmed, however, compatibility testing was performed for the st50, 100s, and 200 sterrad models which confirmed that the device was compatible with these models. It is unknown if the facility used the sterrad sterility guide prior to processing the device. The cleaning, rinsing, drying procedure, and cleaning solution used for the arthroscope remains unknown. The first report was reported on december 2008 under manufacturer report no. 2084725-2008-00847. This is one of four 3500a reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2009-00609, 2084725-2009-00610 and 2084725-2009-00611.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and system hazard and user misuse analysis. A review of the DHR (device history review) for the sterrad nx showed the system met all the manufacturer's specifications, and there were no issues related to the reported complaint. The service and complaint history for the sterrad nx was reviewed. No trend for hr-other failures for six months prior to the event was noted. There were 15 complaints of hr-other that had occurred during the year across the sterrad nx product line from september 2009 through august 2010. The number of complaints does not constitute a significant trend. No parts were required to be returned to asp. The physician who treated the patient for oozing stated the cause of the secretion was unknown. The sterrad unit was not evaluated following this event. No further action is required. Asp will monitor and trend for reports of this nature.